Event description:
The dealer states the consumer was driving the chair in the yard, hit a pothole, and bent the right front fork.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.